Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's anchor was found to be broken in half due to an unknown reason. In turn, surgical intervention was undertaken wherein the anchor was explanted and replaced, resolving the issue.